Event description:
It was reported that a perforation occurred. Thrombectomy was performed with an angiojet zelantedvt within the common femoral vein. A perforation occurred during the procedure. The physician used a balloon for 5 minutes to seal the perforation. The patient was kept overnight at the hospital and then discharged. No further patient complications were reported and the patient's status was fine.